Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the complaint was confirmed; the device had a red substance spilled on its package. The most probable cause of the complaint is cause not established due to contamination of device by foreign material from the environment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrodes, probes hf-resection electrode "plasma-ovalbutton had an unknown liquid spill damaged the 5 primary device packages and compromised the sterility of the devices. There were no reports of patient involvement.